Manufacturer narrative:
Device 8 of 10. Common device name: protector, ostomy product code: exe. Initiial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the device was not sticky and hard, difficult to mould. No photo is available at this time.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review: lot 1d01554 was manufactured on 27/apr/2021, in the ostomy seal cutting and labeling manufacturing line with a total of (B)(4) mkus. Complaint investigator performed a batch record review on 03/oct/2022, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1708087 and manufacturing order (B)(4). No discrepancies related to the issue reported were found. The lot 1d01554 used the slab ostomy seal std 1709296 (carts 1 and 4) bulk lots 0j02794 (carts 4 and 5), 1a02600 and 1a03468 (cart 3). These lots used the following mass lots 0f04241, 0g03373, 1a02136 and 1a02136 from mixer 450. No discrepancies related to the issue reported were found during the batch record review performed to the slab and mass lots used. All the components used were correct per bill of materials (bom) and all the tooling information documented was also correct. Complaint data analysis: on 12/dec/2022, complaint investigator performed a search of complaints into database for lot number 1d01554. As a result, a total of 01 complaint was found and is related to the same malfunction code of this investigation. Returned sample evaluation: no photos associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: based on the preliminary investigation performed, no issues related to the customer experience were found in the batch record review. No significant changes have been made in the process or in the product components that could cause the adverse effects reported by the customer. The product was used in their shelf life. No photos or samples were received and per customer description there is not enough information about how the product was used that leads us to a conclusion, therefore, there is not product malfunction confirmed. The investigation associated with related event record has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.